Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced cpu pcba, power management pcba, motor controller pcba and gds assembly.. Applicable final testing was performed per operating specifications and passed.

Event description:
Factory analysis of the returned pcb boards revealed integrated circuit failures. Analysis of the gas delivery system revealed a byte problem within the eeprom of the oxygen flow sensor.